Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in air/water cylinder and air/water tube. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure e217 scope error was due to data error of scope identification (scope ID). However, the most probable cause for additional malfunction white foreign material in air/water cylinder and air/water tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had e217 scope error occurred during inspection for use. There were no reports of patient involvement.